Event description:
A report was received that the patient will undergo a pocket revision due to the uncomfortable location of the ipg.

Manufacturer narrative:
Additional information was received that the patient had a successful pocket revision.

Event description:
A report was received that the patient will undergo a pocket revision due to the uncomfortable location of the ipg.